Event description:
Customer reported the display of the insulin pump was cracked. Customer's blood glucose was 332 mg/dl. Customer reported she was unaware how the damaged occurred. Customer's doctor was the one that noted the damage and informed her to call to exchange. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked display window, and cracked reservoir tube. Damage was noted during visual inspection. Bleeding lcd glass was also noted.